Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with its specifications. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material and root cause could not be identified. A definitive root cause cannot be determined. It was unknown whether there was deviation from the instructions for use (IFU) in the reprocessing steps on the locations where foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the flex video scope air /water tube and air/water cylinder had foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.